Event description:
Event verbatim [preferred term] false negative result [false negative investigation result]. Narrative: the initial case was missing the following minimum criteria: no adverse event. Upon receipt of follow-up information on 13sep2024, this case now contains all required information to be considered valid. This is a spontaneous report received from a consumer or other non hcp from product quality group, program ID: 204185. A 61-year-old female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110204243m6, device expiration date: 13jun2025. The patient's relevant medical history included: "sick with flu symptoms", start date: (B)(6) 2024 (ongoing). The patient's concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious) with onset (B)(6) 2024, outcome "unknown", described as "false negative result". Relevant laboratory tests and procedures are available in the appropriate section. The reporter considered "false negative result" associated to covid-19 and influenza ivd device. Causality for "false negative result" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: customer (patient) has been sick since tuesday(B)(6) 2024 with flu symptoms, and (B)(6) 2024 she took covid-19 and flu home test kit and all the results were negative, when in fact she had symptoms. Customer contacted on (B)(6) 2024 to report a false negative result. Test kit was run on (B)(6) 2024. Evidence provided. The instructions read before starting. Test kit # was 3b0f8g6b. Location of testing was indoor. The test completed on a flat surface. The swab rotated 5 times in each nostril. The vial liquid purple in color. The test moved while it was running. No tests were run before getting this false negative. The person tested contacted a healthcare provider. Customer mentioned that her doctor told her that she could go to and he will do it another test. Covid led status: negative. Flu a led status: negative. Flu b led status: negative. No follow-up attempts are possible.

Event description:
Event verbatim [preferred term] false negative result. Narrative: the initial case was missing the following minimum criteria: no adverse event. Upon receipt of follow-up information on 13sep2024, this case now contains all required information to be considered valid. This is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: 204185. A 61-year-old female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110204243m6, device expiration date: 13jun2025. The patient's relevant medical history included: "sick with flu symptoms", start date: 10sep2024 (ongoing). The patient's concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious) with onset 13sep2024, outcome "unknown", described as "false negative result". Relevant laboratory tests and procedures are available in the appropriate section. The reporter considered "false negative result" associated to covid-19 and influenza ivd device. Causality for "false negative result" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: customer (patient) has been sick since tuesday (B)(6) 2024 with flu symptoms, and (B)(6) 2024 she took covid-19 and flu home test kit and all the results were negative, when in fact she had symptoms. Customer contacted on 13sep2024 to report a false negative result. Test kit was run on 13sep2024. Evidence provided. The instructions read before starting. Test kit # was 3b0f8g6b. Location of testing was indoor. The test completed on a flat surface. The swab rotated 5 times in each nostril. The vial liquid purple in color. The test moved while it was running. No tests were run before getting this false negative. The person tested contacted a healthcare provider. Customer mentioned that her doctor told her that she could go to and he will do it another test. Covid led status: negative. Flu a led status: negative. Flu b led status: negative. No follow-up attempts are possible. Amendment: this follow-up report is being submitted to amend previously reported information: patient problem data added.

Event description:
Event verbatim [preferred term] false negative result [false negative investigation result], , narrative: the initial case was missing the following minimum criteria: no adverse event. Upon receipt of follow-up information on 13sep2024, this case now contains all required information to be considered valid. This is a spontaneous report received from a consumer or other non hcp from product quality group, program ID: 204185. A 61-year-old female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110204243m6, device expiration date: 13jun2025. The patient's relevant medical history included: "sick with flu symptoms", start date: (B)(6) 2024 (ongoing). The patient's concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious) with onset (B)(6) 2024, outcome "unknown", described as "false negative result". Relevant laboratory tests and procedures are available in the appropriate section. The reporter considered "false negative result" associated to covid-19 and influenza ivd device. Causality for "false negative result" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: customer (patient) has been sick since tuesday (B)(6) 2024 with flu symptoms, and (B)(6) 2024 she took covid-19 and flu home test kit and all the results were negative, when in fact she had symptoms. Customer contacted on (B)(6) 2024 to report a false negative result. Test kit was run on (B)(6) 2024. Evidence provided. The instructions read before starting. Test kit # was 3b0f8g6b. Location of testing was indoor. The test completed on a flat surface. The swab rotated 5 times in each nostril. The vial liquid purple in color. The test moved while it was running. No tests were run before getting this false negative. The person tested contacted a healthcare provider. Customer mentioned that her doctor told her that she could go to and he will do it another test. Covid led status: negative. Flu a led status: negative. Flu b led status: negative. Product quality group provided investigational results on (B)(6) 2024 for covid-19 and influenza ivd device: the complaint for false negative result for the covid and flu ivd test kit (lot number: k10a110204243m6, UDI: 3b0f8g6b) was investigated. The investigation included reviewing deviations, nonconformances, lot trending, and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit lot k10a110204243m6. No quality issues related to lot k10a110204243m6 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k10a110204243m6 remains acceptable for further distribution. A device investigation was also performed. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, false negative, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062, version # (4.0)). All complaint investigations are trended. There is no current trend alert documented. Amendment: this follow-up report is being submitted to amend previously reported information: patient problem data added. Follow-up (29oct2024): this is a follow-up report from product quality group. Updated information includes: investigation results for lot number: k10a110204243m6. Follow-up (04nov2024): this is a follow-up report from product quality group providing investigation results. No follow-up attempts are possible.

Event description:
Event [preferred term] false negative result [false negative investigation result], narrative: the initial case was missing the following minimum criteria: no adverse event. Upon receipt of follow-up information on 13sep2024, this case now contains all required information to be considered valid. This is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A 61-year-old female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110204243m6, device expiration date: 13jun2025. The patient's relevant medical history included: "sick with flu symptoms", start date: on (B)(6) 2024 (ongoing). The patient's concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious) with onset (B)(6) 2024, outcome "unknown", described as "false negative result". Relevant laboratory tests and procedures are available in the appropriate section. The reporter considered "false negative result" associated to covid-19 and influenza ivd device. Causality for "false negative result" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: customer (patient) has been sick since tuesday (B)(6) 2024 with flu symptoms, and (B)(6) 2024 she took covid-19 and flu home test kit and all the results were negative, when in fact she had symptoms. Customer contacted on (B)(6) 2024 to report a false negative result. Test kit was run on (B)(6) 2024. Evidence provided. The instructions read before starting. Test kit # was 3b0f8g6b. Location of testing was indoor. The test completed on a flat surface. The swab rotated 5 times in each nostril. The vial liquid purple in color. The test moved while it was running. No tests were run before getting this false negative. The person tested contacted a healthcare provider. Customer mentioned that her doctor told her that she could go to and he will do it another test. Covid led status: negative. Flu a led status: negative. Flu b led status: negative. Product quality group provided investigational results on (B)(6) 2024 and (B)(6) 2024 for covid-19 and influenza ivd device: the complaint for false negative result for the covid and flu ivd test kit (lot number: k10a110204243m6, UDI: (B)(4) was investigated. The investigation included reviewing deviations, nonconformances, lot trending, and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit lot k10a110204243m6. No quality issues related to lot k10a110204243m6 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k10a110204243m6 remains acceptable for further distribution. A device investigation was also performed. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, false negative, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062, version # (4.0)). All complaint investigations are trended. There is no current trend alert documented. Amendment: this follow-up report is being submitted to amend previously reported information: patient problem data added. Follow-up (29oct2024): this is a follow-up report from product quality group. Updated information includes: investigation results for lot number: k10a110204243m6. Follow-up (04nov2024): this is a follow-up report from product quality group providing investigation results. No follow-up attempts are possible.